Event description:
While transporting a patient and their family back to the ed after a CT scan a loud noise was heard. Unable at the time to determine where it was coming from. The patient and family was returned to the ed and decided to try and find where the noise was coming from. It was realized the noise was coming from one of the x-ray portable machines. It was exposing and the x-ray light was on. Raised the x-ray tube to try and get the exposure to stop. That worked and the machine stopped exposing.